Manufacturer narrative:
Additional information: device manufacturing date provided. Correction: part number and unique device identification (UDI) updated to proper values.

Manufacturer narrative:
Site surgeon declined to provide patient information. Event date has been reported using the medtronic aware date, as the event was reported by a site surgeon who stated not knowing the actual date of the procedure. On 12/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Recommendation made that parts should be replaced, to include, monitor, computer, and upgraded software. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site surgeon that, while in a catheter-based cranial procedure, that surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be off by one inch in a shunt placement. No further details regarding this issue, or specifically when it occurred, were provided. This event was relayed to the medtronic representative in a casual conversation with a site surgeon. The navigation system was run by the surgeon during this procedure, as the hospital does not utilize medtronic representatives to run navigation. There was no patient present when this issue was identified. It is not known how the described surgery proceeded. There was no impact on patient outcome reported.